Manufacturer narrative:
The investigation determined that a lower than expected troponin I result was obtained from a non-vitros (cliniqa) quality (qc) control fluid using vitros troponin I es (tropi es) lot 3570 reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Although historical quality control results were not as expected, a vitros tropi es lot 3570 reagent performance issue is not a likely contributor to the event as the same reagent was performing as expected on another vitros 5600 integrated system in the customer¿s laboratory. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 3570. An incomplete vitros tropi es precision test was performed and although the replicates that were obtained were as expected an instrument issue cannot be ruled out as a contributing factor as a full within run precision was not completed by the customer. It was established that the customer is not performing routine maintenance as required and was not tracking changes in qc fluid lot numbers and updating the baseline mean with each change of lot. Therefore, improper customer protocol cannot be ruled out as a potential contributor to the event. A definitive assignable cause could not be determined.

Event description:
A customer obtained a lower than expected troponin I result from a non-vitros (cliniqa) quality control (qc) fluid using vitros troponin I es (tropi es) lot 3570 reagent on a vitros 5600 integrated system. Cliniqa cardiac markers l1 result of 0.032 ng/ml vs expected result of 0.066 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitrso troponin I es result was obtained from a non-patient fluid. However, it cannot be confirmed that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) (B)(4).